Event description:
Customer indicated that on the day of the event they did not feel well all morning and felt like they were going to pass out. Patient called the paramedics at approximately 11:00 am and they arrived at 11:10 am. The paramedics tested the patient's bg with their meter with a result of over 600 mg/dl and also tested the patient's bg with the advance meter/strips at the same time and the result was 77 mg/dl. At 11:15 am, the patient took 37 units of insulin and the paramedics stayed with them for 25 minutes. Patient was not transported to the hospital.